Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for supraventricular tachycardia (svt). Technical services (ts) was contacted, and ts discussed that the s-ICD was able to discern that the arrhythmia was svt until the rate increased over 250 beats-per-minute. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for supraventricular tachycardia (svt). Technical services (ts) was contacted, and ts discussed that the s-ICD was able to discern that the arrhythmia was svt until the rate increased over 250 beats-per-minute. The s-ICD system remains in service. No adverse patient effects were reported.